Event description:
Disetronic replaced pump number (B)(4) because I could not trust it to deliver my insulin. The replacement pump is number (B)(4). This second pump reacted the same way so I discontinued use and contacted (B)(4). The pumps have been there since (B)(6) 2010 and have now been sent back to me because they no longer want to pursue the claim. Medtronic took back the first pump because it was broken and the second pump they will not take back and refund medicare for the cost. The date of event shows that I was not given an occlusion alarm, only a low reservoir alert which was then replaced. It ended up to be a bent tube under my skin that was causing such high blood sugars. But - didn't alarm. Neither pump would alert me to occlusions and therefore I ran dangerously high blood sugars. Result in permanent damage to my right eye with diabetic retinopathy.